Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was flipping in the pocket and they were having issues charging for 6 months. They are able to charge if they press the recharger on the ins and flip it back themselves. They did a revision to make the pocket smaller and to suture down the ins. The issue was resolved after the revision.